Event description:
Fluctuating inspiratory time reading on display panel. Alarming. Troubleshoot, able to reproduce inspiratory time potentiometer randomly displaying different resistance reading. Removed defective potentiometer replaced with new potentiometer, calibrated function check tested all ok. No patient involvement or injury.